Manufacturer narrative:
(B)(4). The covidien service engineer was not able to duplicate the reported condition. The se performed extended self-testing on the device and all tests passed.

Event description:
It was reported that, a the ht70 ventilator failed the operational verification procedure (ovp), intermittently failed the circuit check and is auto cycling. There was no patient involvement at the time of the reported event.